Event description:
It was reported that as surgeon went to mallet in the anchor it began to shear off the side and would not go into the bone. He tried another lot number, sheared again. Repair was abandoned and a tenotomy was performed. Left shoulder slap repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The most likely cause(s) of this type of event include preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, or impacting the implant before the distal implant (laser line) is flush with the surface of the pilot hole. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.